Manufacturer narrative:
The meter (B)(6)was returned and investigated. Performed visual inspection on the returned meter and a no issue was observed. The returned reader turns on with button press and cal bar. The returned meter was sent for further investigation and de-cased. Visual inspection performed on the returned meter's pcba, and no issue was observed. The returned meter turned with strip insertion and powered off when the test strip was removed. No malfunction or product deficiency has been identified. Therefore, this issue is not confitmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.